Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose value of 65 mg/dl after announcing a usual meal despite having consumed a smaller amount of carbohydrates and an additional soda; the event was addressed with oral glucose and education on troubleshooting was completed. Symptoms included hypoglycemia. Outcomes included user self-treatment without escalation of care. Investigation included case review and user coaching on meal announcements and treatment of low glucose. Investigation of this case revealed no device malfunction and suggested a mismatch between announced carbohydrates and actual intake as a plausible contributor, with the device operating as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.